Manufacturer narrative:
(B)(4). D10: 00596001652 - femoral component precoat size f right compatible with lps-flex prolong - (B)(6). 00596204010 - articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 10 mm height - (B)(6). G2: foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee surgery. Approximately 14 years post-op, the patient was revised due to tibial loosening, pain, and swelling. All components were revised. Attempts have been made and all available information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ap and lateral views of the right knee. Right total knee arthroplasty with cemented components. Focal radiolucency and bone loss in the medial tibial plateau adjacent to the tibial tray and more thin lucency at the bone-cement interface in the lateral tibial plateau. Moderate knee joint effusion and mild soft tissue edema. Impression: right knee arthroplasty with radiolucent areas around the tibial component suspicious for component loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.